Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The vessel was heavily calcified. It was difficult to pass with the turbohawk and the tech could not feel the cutter engaging because it was so tight. Once they were able to push through, they did several cuts (exact number unknown). When the physician tried to remove the device, it was very difficult. Once the turbohawk was removed, the physician noticed the tip was missing. They had a spider down, so they pulled the spider back into the sheath and stopped the procedure at that time. The procedure was stopped after this. Investigation of the returned product found the tip had detached, and was located in the guide sheath.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.